Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that during a procedure with the xience v, a mild mid to distal dissection occurred. The dissection was successfully treated with balloon angioplasty. No additional event or pt info is available.

Manufacturer narrative:
.